Event description:
It was reported that the user experienced recurrent hypoglycemia while using the ilet system and expressed concern that the device was defective, with the lowest blood glucose documented at 45 mg/dl and an estimated duration of low glucose for about 35 minutes; the event context included unannounced meals and frequent pump disconnects, and the user used oral carbohydrates as backup therapy. Symptoms included hypoglycemia without loss of consciousness or need for professional medical intervention. Outcomes included transient interruption of normal activities during the low and self-management with oral glucose. Investigation included troubleshooting and education by support, including guidance to consistently announce meals, avoid unnecessary disconnects, and avoid overcorrecting lows. Investigation of this case revealed use behaviors likely contributing to hypoglycemia, specifically unannounced meals and pump disconnects, with no alerts or alarms reported. It was concluded that the device functioned as designed and that user-related factors were the most probable cause of the reported hypoglycemic events. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.